Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.(B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event is therefore reportable per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event is was reported that a k file separated; the separated piece was not retrieved, the pt was not injured.